Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product had catheter failure. It was mentioned there was bleeding at the application site, breakage of the guide wire, and improper blood flow. The catheter had no leak. The use of the product followed the instructions of the manufacturing service and there were no product changes. There was no reported patient outcome.